Manufacturer narrative:
This report is for an unknown volar plate/screws construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hershman, s.h. Et al. (2013), the effects of pronator quadratus repair on outcomes after volar plating of distal radius fractures, journal orthopaedic trauma, vol. 27, number 3, pages 130-133 (USA) the objective of this retrospective study was to evaluate forearm rotation after volar plating of the distal radius fractures with and without pronator quadratus (pq) repair. There were 112 patients who underwent open reduction and internal fixation of a unilateral distal radius fracture using a volar plate between january 2004 and april2009 and all completed follow-up at 1 year. Of the 112 patients, 62 patients (33 females and 29 males) were included in group a (pq was repaired) while 50 patients (29 females and 21 males) in group b (pq not repaired). The mean age for group a was 53.8 (49.7¿57.8) and mean age for group b was 51.6 (47.1¿56.1). Internal fixation through the modified volar approach was performed followed by open reduction with a locked, precontoured, volar distal radius plate. A trained hand surgeon utilized volar plates from depuy orthopedics (warsaw, in) in group a. Follow-up at regular intervals of 6 weeks, 3 months, 6 months, and 1 year after surgery were done. Assessment of osteoarthritis grading in group a showed 12.7% of patients with grade 2 and 45.5% with grade 1. One rupture of extensor pollicis longus tendon was detected at 6-week follow-up. One case of flexor tendon irritation due to a prominent plate required plate removal 3 months postoperatively. One patient had a screw removal because of intraarticular penetration. In conclusion, the authors reported that pq repair is unnecessary and does not improve clinical or functional outcomes. Procedure: open reduction and internal fixation. Patient info: volar plates [depuy orthopedics ((B)(4))] group a. N=? (12.7%) - grade 2 osteoarthritis grading, n=? (45.5%) - grade 1 osteoarthritis grading, n=1 - rupture of extensor pollicis longus tendon, n=1 - flexor tendon irritation due to a prominent plate, n=1 - intraarticular penetration. Treatment noted: treatment arm for group a there was no specific treatment for osteoarthritis grading of grades 1 and 2 and rupture of extensor pollicis longus tendon. Flexor tendon irritation due to a prominent plate required plate removal. Screw removal was performed due to intraarticular penetration. This report is for unknown volar plate/screws construct. It captures the reported osteoarthritis grading of grades 1 and 2 and rupture of extensor pollicis longus tendon. This is report 1 of 3 for complaint (B)(4).